Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clamp of an unspecified eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was difficult to close and cracked in the process of being closed. There was no patient involvement. No additional information is available.